Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure once leadless implantable pulse generator (ipg) was deployed in right ventricle the ipg could not be recaptured into the device cup. The ipg was pulled down to the introducer where the ipg was successfully recaptured into the device cup and removed. The procedure was completed with a new ipg. No patient complications have been reported as a result of this event.